Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 3.3; lab: 2.6. Pt's target therapeutic range is 2.0-3.0.